Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the fluid path of two (2) 250ml intravia containers. After compounding, before initiating the infusion to the patient, it was observed that there was pm floating in the solution. The particulate matter (foreign material) was located within the solution/fluid path and appeared to be pieces of the port, specifically a clear stopper from the bag spike adaptor site. The particulate was not embedded in the product and was freely moving within the solution. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available at this time.